Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. The customer's blood glucose was 400 mg/dl. The customer administered a manual injection to address the issue. Reportedly, the customer would continue use of an old non-tandem pump for therapy.